Manufacturer narrative:
The instrument has not been returned to isi for eval. Based on the info provided, it was determined that the difficulty with the pt's anatomy was a contributing factor in the decision to convert the planned surgical procedure. A follow up MDR will be submitted if the instrument is returned or if additional info is received. Conclusions: the endowrist instruments instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. As of 2008, there have been no reported recurrences of the issue at this hosp.

Event description:
It was reported that during a da vinci s total hysterectomy surgical procedure, the pt had giant fibroids and the surgeon experienced difficulty in moving the uterus. The monopolar curved scissors instrument broke due to the amount of torque being applied and the surgeon decided to convert to traditional open surgical techniques to finish the planned surgery to prevent any additional instrument breakage. No pt harm was reported.